Event description:
Customer returned the device for evaluation and repair of the issue of insufficient air to clear water from the objective lens, scratch on the objective lens, and stain on the objective lens. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there is presence of foreign material clogging the device nozzle. Due to clogging of nozzle, water removal ability does not meet the standard value. The distal end cover was also noted to be dirty. This is attributed to failure to clean adequately. This medwatch is being submitted for the reportable issue of the presence of foreign material in the nozzle as observed during device evaluation.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there is presence of foreign material clogging the device nozzle. Due to clogging of nozzle, water removal ability does not meet the standard value. The distal end cover was also noted to be dirty. This is attributed to failure to clean adequately. Other observations for the device: objective lens is dirty and has a scratch; due to damage of up/down knob, water tightness is lost; due to wear of angle wire, bending angle in up direction and play of up/down knob do not meet the standard value; adhesive around distal end rubber coating (a-rubber)has a chip and white-clouded area; adhesive around objective lens and light guide lens has white-clouded area; adhesive around objective lens is peeled; connecting tube has a wrinkle; due to a cut on heat shrinking tube of forceps elevator lever, expected insulation capacity cannot be obtained; universal cord has a wrinkle; switch (sw) sw4 has wear; sw1 has wear; suction cylinder is shaved; paint on suction cylinder is peeled; control unit is shaved; electrical connector has discoloration due to water leakage; and distal end cover, connecting tube, scope cover case unit, protector of universal cord, sw3 have a scratch. The user¿s complaints were confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
There is more information on the device evaluation. Available additional information has been received from the customer. This supplemental report is being submitted to provide this information. Customer was unable to provide any information on the reprocessing of the device. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at the time of shipping. Device was repaired in april of 2020. The foreign material in the device could not be identified. There was no deformation of the air/water nozzle. Since customer was unable to provide any information on reprocessing, it could not be determined if reprocessing has been implemented in line with the instructions for use (IFU). The root cause of the presence of foreign material in the device, therefore, could not be determined. The instruction manual operation manual chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system describes the following warning. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function when using the air/water valve: 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.

Event description:
Addendum mar 9, 2023: the customer reported issue of insufficient air to clear water from the objective lens occurred during an unknown diagnostic procedure. The procedure was completed with another similar device. No other details were provided.